Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture which resulted in patient experiencing shortness of breath. The rv outputs were reprogrammed from 4v @ .5 msec to 6v@ 2 msec. Pacing impedances have been trending down measuring 1037 ohms at implant, and now measuring 698 ohms. The patient is scheduled for a rv lead revision. This lead remains in service. No adverse patient effects were reported.